Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir and performed pre-fill reservoir test. The reservoir/transfer guard passed per inspection with no occluded anomaly noted during filling.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that they are unable to press transfer guard into vial. The customer was assisted in pressing transfer guard into vial. The customer was advised to use another reservoir. The customer was successful with completing priming of tubing after getting out another reservoir.